Event description:
The reporter sent in a plunger holder/track ii for repair of a broken plunger retainer. During in-house testing, the plunger holder/track ii failed to alert load syringe plunger while on a test fixture. No pt injury or treatment is associated with this event.